Manufacturer narrative:
(B)(4). Batch # m5505c. Device was found partially closed with the pin in the home position. Staples were present in the cartridge. The pin could be extended and the knob rotated to close the casing. Felt small ¿click¿ in the knob when closing the casing. Device was still able to be fired into a test skin with no issues. Conforming device. Pin was pushed forward and rotation knob worked fine. Staples all have proper b form. Device was disassembled and found a damaged tab and firing knob. This would show indication that the device was attempted to be closed before the pin was fully pressed forward into the distal jaw of the device. Per the note in instruction step #3 of the IFU, ¿the instrument has been designed with a ¿lockout¿ feature which, during the first application prevents turning the adjusting knob unless the retaining pin is pushed completely forward.¿ a batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy & right hemicolectomy procedure, the surgeon attempted to close the device by rotating the closing knob. It required extreme force and he did not feel comfortable so he asked to pull another one. Another device was pulled and the same issue occurred. The surgeon applied extreme force to rotate the closing knob. And crunch noise was heard and the top portion of the device was cracked and splitting along the plastic seam. As indicated previously, pulled an additional tl90 device and had the same issue. At that point the account was out of tl90 so two tlh90s were pulled and encountered the same issue. Then it was decided to use a tlc100 with a blue reload. There were no adverse consequences for the patient.